Event description:
During a standard treatment, an electrical dental handpiece got hot and caused a burn on lower lip. The burn diameter was the size of the back cap. Patient was prescribed orabase.

Manufacturer narrative:
During a standard treatment, an electrical dental handpiece got hot and caused a burn on lower lip. The burn diameter was the size of the back cap. The patient was prescribed orabase. The analysis did show that the head of the handpiece had a dent at spray insert and at the back cap. This dent caused the back cap to stick in and hence the head to heat up. Exemption number (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4).